Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.